Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do no pass inspection in a supplemental report.

Event description:
In early 2009, the lay user/patient contacted lifescan alleging the one touch ultra 2 meter was powering off during use. The medical affairs specialist was not able to contact the patient to obtain/clarify information. The patient said the meter started powering off during a test about a month before contacting lifescan. The patient stated she called emergency services about two weeks before calling lifescan. She says it is because of her meter, but did not say exactly why she called emergency services because of her meter. When they came, they tested her blood sugar and obtained a reading of 42 mg/dl on their meter. They gave the patient some glucose and her reading went up to 140 mg/dl after an unspecified period of time. The patient did not suffer any symptoms. It would be helpful to know the patient's diabetes treatment regimen and whether she makes any adjustments based on meter readings. It was determined during the troubleshooting, telephone call the patient's replaced the battery per the owner's manual. The product is not new (out of box). The battery contacts were in good condition. The meter shut off before automatic shutoff time was up. Based on the information provided, there did not appear to be any misuse of the product. This complaint is being reported because the patient alleged her meter powered off during use and called emergency services because of the issue, who needed to administer oral glucose to the patient to prevent hypoglycemia.